Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) was ¿high,¿ however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly customer primed until they observed insulin coming out of the tubing which resolved the issue. Customer continued to use the pump for insulin therapy.